Event description:
A customer observed imprecise ammonia results on the 5,1 fs analyzer. No pt results were reported if quality control results were unacceptable. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that the customer experienced imprecise ammonia qc results after the lab floor had been cleaned with an ammonia based product. The user documentation for the vitros 5,1 fs chemistry system indicates "never use ammonia based cleaners on or near the system." User error is the root cause of this event.